Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst tubes were dirty, appeared to have foreign matter inside and had burrs along the gate of the tube. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect manifested as embedded fm and gate flash with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter and gate flash was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter and gate flash with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded foreign matter and gate flash was observed. A most likely cause of embedded foreign matter is prolonged residence time in the mold and the gate stub may happen on the legacy tools as overtime plastic can build up preventing free movement of the valve stems causing gate stub on the tubes. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.